Event description:
It was reported that 15 bd insyte¿ autoguard¿ bc shielded IV catheters had deformed tips and couldn't be used. The following information was provided by the initial reporter: "patients complained of pain after IV insertion. After closer inspection, the nurses noted a ridge/bulging close to the tip of the catheters. Approx 15 or more catheters were inspected after the fact, and the team noted the same ridge/bulging."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three hundred fifteen unopened units. Per bd policy, one hundred fifty-six units were randomly selected for penetration and drag force testing. All units were found to be within specification for penetration forces. The same 156 units tested for penetration were then divided in two groups, as both tests are destructive, to test for threading difficulty (drag force) and adequate lubrication. All units were found to be within specification for drag force and lubrication. Finally, an additional hundred fifty-six units were randomly selected for flashback testing. All one hundred fifty-six units were found to be acceptable. Bd was unable to confirm the reported defects. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 15 bd insyte¿ autoguard¿ bc shielded IV catheters had deformed tips and couldn't be used. The following information was provided by the initial reporter: "patients complained of pain after IV insertion. After closer inspection, the nurses noted a ridge/bulging close to the tip of the catheters. Approx 15 or more catheters were inspected after the fact, and the team noted the same ridge/bulging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.